Event description:
It was reported that return product was received with no information.

Manufacturer narrative:
Analysis of implantable neurostimulator (ins) model 37702 serial # (B)(4) determined no significant anomalies were found with the ins. There was good, stable output on each electrode pair as received except on circuit #12 due to lead wire break. Analysis of lead model 377760 lot # v097299001 determined no significant anomaly was found. The lead body insulation was twisted 10.5 cm from the proximal end. There were no shorts between circuits and the continuity was acceptable. Analysis of lead model 377760 lot # v101638010 determined the #4 wire was broken at electrode crimp sleeve. Analysis of implantable neurostimulator (ins) model 37702 serial # (B)(4) determined no anomaly was found. Analysis of lead model 3777 lot # unknown determined no anomaly was found. The continuity was acceptable and there was no short between circuits. Analysis of lead model 377760 lot # v553042013 determined no anomaly was found. There were no shorts between circuits and the continuity was acceptable.